Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient didn't understand how the therapy worked. Patient said they were now having more leakage than they used to. Patient mentioned that they increased the stimulation to 4.0 and now it was at 1.2, and they didn't understand why this happened. Patient mentioned that maybe two weeks ago they noticed the change in the settings. Patient also mentioned that they were discharged. Patient mentioned that they were discharged two weeks ago and it was never explained to them how the therapy worked. Patient mentioned that they already increased the strength before to 4 and they said that it was maybe two weeks ago, now they didn't want to increase the strength because it hurt to go up higher. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient stated they didn't have any appointment soon with their hcp.